Event description:
It was reported the patient felt the stimulation in the wrong location, near her spine and not in her legs as intended. The patient also experienced pain. The patient was reprogrammed and appeared to being doing fine. Additional information received from the hcp indicated that x-rays were done, and showed the lead had moved. The patient was scheduled for revision surgery in 2009.

Manufacturer narrative:
.